Event description:
It was reported that during a primary tka when the surgeon put in the baseplate and went to lock, the insert in place the back of the insert would not seat correctly. Used another 9mm liner and would not seat and had motion, used another 9mm and the same thing occurred, not seating and motion range problem. Surgeon decided to take out the baseplate and replace with same size baseplate, once the new baseplate was in the next liner locked in place with no issue.

Manufacturer narrative:
An event regarding an insert seating issue involving a triathlon baseplate was reported. The event was confirmed. Method and results: device evaluation and results: the tibial baseplate was returned with cement and bone attached to the underside. There were scratches on the surface of the tray indicative of damage due to explantation of the inserts. Medical records received and evaluation: not performed and not relevant as this event relates to an intra-operative difficulty seating insert components into the baseplate. This event is not related to patient factors. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on visual inspection of the returned baseplate and insert components; there are marks present on each of the insert components which appear to have been caused by the inserts encountering an obstruction during the attempted seating into the baseplate. The obstruction would have prevented the insert components from being placed fully posterior on the baseplate component, preventing them from locking correctly. No further investigation for this event is possible at this time.

Event description:
It was reported that during a primary tka when the surgeon put in the baseplate and went to lock the insert in place the back of the insert would not seat correctly. Used another 9mm liner and would not seat and had motion, used another 9mm and the same thing occurred, not seating and motion range problem. Surgeon decided to take out the baseplate and replace with same size baseplate, once the new baseplate was in the next liner locked in place with no issue.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown baseplate. Additional information has been requested and if received, will be provided in the supplemental report.